Event description:
Baxter global pharmacovigilance (gpv) reported on (B)(6), 2010, a patient receiving peritoneal dialysis (pd) therapy developed an exit site infection. On (B)(6), 2007, the patient began pd therapy using pd4 ambuflex, intraperitoneal (ip) for peritoneal dialysis. Exit site cultures performed in (B)(6) 2010 indicated a yeast organism. The patient was not hospitalized for the event. The patient was treated with diflucan (dose unknown) orally from (B)(6), 2010 until (B)(6), 2010. On (B)(6), 2010, the event of exit site infection was considered resolved. The patient remained on pd therapy. The nurse stated that the cause of the infection was unknown and was not related to a break in aseptic technique or the dianeal solution.

Event description:
It was reported that the perforation was caused by a non-av balloon. The stent dislodged during advancement to the ramus. It remained in the left main (lm) and it caused the lm to occlude. The stent was attempted to be retrieved, then attempted to be deployed, but both attempts were unsuccessful. The patient was placed on a cardiac assist device. The patient's condition continued to deteriorate and then the patient expired. No additional information was provided.

Manufacturer narrative:
(B)(4). The device remains in the patient. The lot number was provided. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Stent dislodgement may be attributed, but not limited, to improper crimping during manufacturing, mishandling during manufacturing or at the account, improper technique during removal of the protective sheath, or interaction with anatomy or accessory devices. During manufacturing, a sampling of units is destructively tested to verify stent dislodgement force, and stent dislodgement testing for this lot met manufacturing criteria. The patient anatomical information was not provided with the case information which may have aided in the evaluation and determination of cause. It was reported the dislodged stent caused the left main to occlude and attempts were made to retrieve the stent and then deploy it; however, both attempts were unsuccessful and the patient eventually expired. Occlusion and death are listed in the otw graftmaster instructions for use (IFU) as known adverse events of coronary stenting procedures. The patient death may also be related to the patient's overall health condition, patient disease state and/or treatment strategy at any stage of the perforation. Overall, a conclusive cause for these reported patient effects and their relationship to the device, if any, cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has no incidents reported for stent dislodgment for this lot. In this case, a conclusive cause for the reported stent dislodgement could not be determined.